Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was , foreign matter in the tube(s) biological and non-biological and a broken lid/cap. The following information was provided by the initial reporter. The customer stated: "the cap was partially chipped and the chipped piece was found inside the tube."

Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for chipped shield causing a plastic fragment of foreign matter (fm) inside the tube was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issues of chipped shield and fm were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of chipped shield and fm based on photo analysis. Bd was not able to identify a root cause for the indicated failure mode.